Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On october 11, 2019, it was reported that the device has tearing the skin on the side, which the handle is located. The skin remains blocked on the meshgraft and when they try to release it with pliers, it tears off. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number unknown, for evaluation. Product review of the skin graft mesher by flextronics on (B)(6) 2019 revealed that the comb was damaged. The calibration was within specifications and the device produced a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number unknown, both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported by the customer that the device was tearing the skin on the side which the handle is located. No additional clinical information available at this time.